Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient experience a pneumothorax during a superdimension enb procedure. No intervention was required. During planning of the proc edure the system continually indicating it was searching for new data when planning application opened; however it appears to be unrelated to the pneumothorax.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.